Manufacturer narrative:
Cmp-(B)(4). Concomitant medical products: headed screw 48 mm length, catalog #: 00579104100, lot #: 63322259. (B)(4). Product will not be returned to zimmer biomet. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent knee revision approximately one year post-implantation due to pain, swelling, and loosening tibial base plate with advancing osteolytic granuloma noted postero-medially in particular.

Manufacturer narrative:
Concomitant medical products- headed screw 48 mm length single use only p# 00579104100 l# 63322259; femoral component porous size h left p# 00597201801 l# 62718446; articular surface use with plate 7,8,9,10 size blue/c-h 10 mm height p# 00595205010 l# 63130597; headless trocar drill pin 3.2 mm diameter 75 mm length p# 00590102000 l# 63280562; 3.5mm hex head screw x38mm p# 20800000018 l# unknown; all poly patella size 35 mm dia. Standard 9.0 mm thickness p# 00597206535 l# 63239964; iassist knee 2-pod kit p# 20801100200 l# unknown. Reported event was confirmed through medical records. No product was returned or photos provided; therefore, visual and dimensional evaluations could not be performed. DHR was reviewed and no discrepancies relevant to the reported event were found. Complaint history determined that no further action(s) is/are required. Per package insert for nexgen cr,ps,cra,lps and lcck knee, loosening, pain and swelling are known adverse effects of the tka procedure. However, a definitive root cause cannot be determined with the information provided. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent knee revision approximately one year post-implantation due to pain mostly associated with weight bearing, swelling, hypersensitivity with numbness, patella tendonitis, effusion, audible noise, and loosening tibial base plate with advancing osteolytic granuloma noted postero-medially in particular. The patient further alleges drenching night sweats and daytime flushing since the initial procedure; furthermore, the patient describes a warmth in the knee that is constantly there.